Manufacturer narrative:
Visual examination of the returned device confirmed hair inside the sealed product pouch. The source of the hair is attributed to the manufacturing process.

Event description:
It was reported to boston scientific corporation that before unpackaging the radial jaw 3 biopsy forceps device, hair was noted in the package. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event (patient gender, age and weight are unknown). At the conclusion of the procedure, the patient's condition was reported to be "good."